Manufacturer narrative:
D9 updated: the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d3, e1 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the fluid leak is most likely an insufficient seal of the hemostatic valve but proximal cause of it cannot be established. Scar (B)(4) was opened to investigate valve leak complaints at the supplier. There is potential that the device interaction may have exacerbated/revealed the pre-existing insufficient seal, but since there was no physical damage seen, the cause cannot further be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via femoral artery in a 78 year old female patient for a protected pci. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. The impella was inserted without incident. Single access was attempted with a 6fr destination sheath as the secondary sheath, it appeared that the 6fr destination was inserted to the hub of the 14fr peel away sheath, which is not the recommended practice. There was bleeding noted from the backside of the sheath hub until single access was aborted. The pci was then performed through the wrist.